Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the biomed called in during surgery to report that monopolar was not firing and error c-34 was displayed. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer restarted the generator several times and tried different cautery cables without improvement. The tse checked the logs and confirmed several error c-34. The tse asked caller if there was a source of magnetic interference close by. This can be caused by other esus. The customer said no. The tse guided the biomed to disconnect the power cord from erbe generator, to wait 1 minute and to restart erbe, but issue kept coming back. The tse asked caller if the erbe generator was connected to a dedicated ac outlet and was told yes. The tse asked caller if they have a spar vio generator or force triad, but the customer did not know what this was and handed over to a nurse. The nurse explained that they had a spare somewhere and she was going to go look for it. The nurse explained that surgeon will continue using e-100 generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. During power-on, the (c-54) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to OEM for additional failure analysis and for potential repair.

Event description:
Refer to h11 for follow-up information.